Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that the patient stated their stimulator would no longer work, and they thought the battery was dead. They stated they turned stimulation up to 5.0 volts on program 3, and it would not go any farther, and they did not feel anything. They also stated they would go to the bathroom, and then would have to turn around and go to the bathroom again. They stated they were constantly peeing all the time. They stated this issue started one to two months ago, and then they noticed they could not go higher than 5.0 volts a couple of days ago. The patient was walked through syncing with the implant. They reported they were on program 2 at 2.3 volts, but stimulation was off. The patient was walked through turning stimulation back on, and they put stimulation at a comfortable level. They would maintain the stimulation level and continue to track symptoms. They were redirected to their doctor if the issue persisted to discuss therapy issues if they continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.